Event description:
It was reported that the patient had an MRI two hours ago. The pump had been interrogated three or four times and the pump motor was still saying that it was stalled. It was later reported that the pump started back up and ¿all is fine¿. No additional information regarding the event could be obtained.

Manufacturer narrative:
(B)(4).